Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer had rebooted during a device check and displayed a black screen error. It was noted that the issue had occurred more than once. The error was cleared after power cycling. The user was advised to have the programmer serviced. The status of the programmer is unknown. No patient complications have been reported as a result of this event.